Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was high impedance and no capture. It was also reported that the patient outgrew the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.